Event description:
This report is being filed after the subsequent review of the following literature article: davids, paul h. P. Md, "et all". Operative treatment for delayed union and nonunion of midshaft clavicular fractures: ao reconstruction plate fixation and early mobilization. Fourteen patients were treated operatively for delayed union and nonunion of midshaft clavicular fractures from 1986 to 1994. There were 6 women and eight men, with a mean age of 36 years (range, 19 to 74 years). All surgical procedures for delayed union and nonunion of clavicular fractures were completed uneventfully. Complication:1-deep wound infection, caused by staphylococcus epidermitis, 6 patients had their reconstruction plate removed after at least one year. This report is for an unknown-ao reconstruction plate. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 complaint (B)(4). This report is for an unknown ao reconstruction plate and refers to the serious injury of 1-deep wound infection, caused by staphylococcus epidermitis, 6 patients had their reconstruction plate removed after at least one year.

Manufacturer narrative:
Event date: operative treatment for delayed union and nonunion of midshaft clavicular fractures: ao reconstruction plate fixation and early mobilization. This report is for an unknown-ao reconstruction plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.